Event description:
Reporter indicated via a physician's internet website that a vns patient had experienced late-onset hoarseness that was not related to vns stimulation. The patient's operative scars suggested more extensive surgical dissection during implantation of the vns. The reporter was not the vns implanting surgeon. Attempts for further information were unsuccessful, as the reporter could not recall specifics on the case, or when this occurred.